Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, into an annulus with heavy calcification, paravalvular leak (pvl) was noted. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve, for extra radial force and to seal the paravalvular leak. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.